Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently "heated up" while the battery was charging. Additionally, the battery was intermittently observed to be depleting rapidly. There was no reported adverse impact to the customer related to the reported issue. Reportedly, the customer was not charging the pump using tandem charging supplies (usb cable and wall adapter) on these occasions. The customer was instructed to charge the pump using the tandem-provided charging supplies. Customer acknowledged and declined further troubleshooting assistance regarding the issues.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue was identified.